Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer experienced random power loss. It was noted that the issue could not be reproduced. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.